Manufacturer narrative:
The investigation into the reported positioning issues was completed. The device was not returned for evaluation. Based on the available information, the root cause of positioning issue due to the catheter anchor issue was unable to be determined as no product was returned for review. This report is being filed as part of a retrospective review of historical records. The failure modes will be monitored and trended.

Event description:
The user facility reported that a 56-year-old male patient implanted with the impella 5.5 for mechanical circulatory support experienced positioning issues. The physician attempted to reposition but stated that with the blue button the repositioning was much harder and seems less maneuverable. There was no reported harm to the patient.